Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced severe pain, muscle spasms and difficulty breathing deeply. The patient took medication to help ease the pain, went to the emergency room (ER) and was admitted to the hospital. It was unknown if the said symptoms were device or procedure related, and the physician was uncertain of the cause.

Event description:
It was reported that the patient experienced severe pain, muscle spasms and inability to take a deep breath. The patient took medication to help ease the pain, went to the emergency room (ER) and was admitted to the hospital. It was unknown if the said symptoms were device or procedure related, and the physician was uncertain of the cause. Additional information was received that the patient had no findings on the magnetic resonance imaging (MRI) and the spasms were not related to the device or procedure.